Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1404104) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00886 for the second device.

Event description:
The following information was reported: two devices were used unsuccessfully. With the first device the balloon lost pressure and the second device did not deploy. Manual compression for 20 minutes was applied. The patient was discharged the same day of the procedure.